Event description:
It was reported that collagen peel off events were experienced during the implantation of intergard woven grafts. No add'l info was provided.

Manufacturer narrative:
Note: all info contained in this report was provided by the manufacturer. No facility number has been assigned to this report. No device evaluation was performed since the grafts were not returned to the manufacturer. No review of the device history records were done since the product identifiers were not provided. No conclusion can be drawn. A follow-up report will be submitted within 30 days upon receipt of any relevant add'l info.